Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death is unknown. It is unknown if the outcome was device or therapy related. The pump was not explanted and will not be returned for evaluation. Additional information requested but not provided.

Manufacturer narrative:
Manufactures investigation conclusion a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. The patient expired on (B)(6) 2021 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 31may2013. The heartmate ii lvas instructions for use (IFU) is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.